Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3093-28, lot# j0417784v, implanted: (B)(6) 2004, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The consumer and health care professional via a manufacturer's representative reported that the device was not working. There was no lead issue interrogated by hospital staff, there was no troubleshooting performed. The problem was caused due to urinary tract infection. The issue resolved at the time of report. The patient complained thinking the device was not working but in actuality it was the uti. There was no surgical intervention planned or performed. Additional information reported that the patient experience burning and frequency. The device was not changed as it was working. The patient got additional medication to help resolve her symptoms, no other details were known. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.